Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter placement procedure using the hemostar and it was reported that during procedure, the catheter is too long, so needed to cut the tip about 0.8cm, after the placement then also back to draw the blood flow is not good, after several times debugging and making venous end smoothened, then also the arterial end was slightly blocked. Chest x-ray was taken where the catheter was fixed, and the jugular ultrasound on the following day showed no abnormality, and no abnormality of the catheter's position was found in the area that was examined. The catheter flow is currently good.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.